Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined, the account reported that the alarms were due to hypovolemia. The controller event log file contained events from 10sep2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, document, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU also outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was evaluated in the hospital. The patient was dizzy and diaphoretic. The flows improved with fluids. Submitted log files captured several low flow events on 10sep2025. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The cause of patient's dizziness and diaphoresis was due to patient being hypotensive and that they had a drop in hematocrit. Dizziness and diaphoresis were resolved with fluid and blood resuscitation. The cause of low flow alarms was hypovolemia. The patient had an upper endoscopy, and a bleeding polyp was identified that required removal and clips. The bleeding was resolved with the removal of the polyp.